Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. A total of (B)(4) units were built on afa line 9 from (B)(6) 2018 to (B)(6) 2018 and packaged on packaging line 11 from (B)(6) 2018. Through (B)(6) 2018. Review of the DHR¿s revealed that all challenge, set-up and in-proces/s samples were performed in accordance with the quality control plan and all passed per specifications. No quality notifications were initiated during production. Received 1 iag bc 18ga unit consisting of a fully retracted needle-barrel assembly and an empty-open package from lot number 8016945. The catheter-adapter assembly was not returned for evaluation. Blood at the end of the hub served as evidence of successful insertion and the cannula tip was acceptable per specifications. No evidence of physical-mechanical or manufacturing related that would trigger the failures the customer experienced. IFU for insertion: as stated within the training brochures, catheters should be rotated 360 degrees prior to insertion. This process should assist penetration and threading process. After the tip adhesion has been removed by rotating the catheter, the catheter should be seated to ensure the correct catheter placement exists for ease of penetration. Breaking tip adhesion also promotes a smoother threading process. Instructions to rotate the catheter prior to insertion are contained in the IFU. Difficult threading can be improved within user technique and experience. High frictional forces between the outer catheter wall and the patient¿s skin can increase threading difficulty.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with leakage. There was no report of injury or further medical intervention.